Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the device was not returned to edwards for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 7 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to endocarditis. According to the operative report, the patient (6 months ago) underwent aortic valve replacement with a #23 magna valve. He presents with myalgia, chills, fevers and blood cultures were positive for a strep species. Pe revealed evidence of endocarditis in the valve that was progressive in nature and explantation of the valve was recommended by cardiology. The patient was brought to the operating room. An aortotomy was performed and the aortic prosthetic valve was inspected. The valve was caked with what appeared to be endocarditis material. The valve was then grasped. It was excised and the annulus was thoroughly debrided. There was evidence of an annular abscess just below the left main coronary ostium in the annulus area. There was a lot of sub-annular pannus which was causing subaortic stenosis for the patient as well. This tissue was all debrided as well as the sutures and pungent material. Once sutures had been placed, the valve (edwards valve) which had been previously sized to a #23, was placed through the sutures and lowered into position. The sutures were tied and cut away. Inspection revealed that the valve seated nicely. The patient was transported from the operating room to the ICU in hemodynamically stable condition, having tolerated the procedure as well as could be expected without any apparent intraoperative complications.